Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that the frame has been loose the last couple months and the surgeon has been over tightening the guide rod to accommodate. This has led to the weakening and eventual breaking of the positioning guide rod. The procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the guide rod to be fractured. The fractured tip was not returned. The head exhibits light scratching. Multiple rings of wear have been scuffed around the shaft. No damage to the threads was observed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.